Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The fluoro functions board and the generator interface boards were reseated. The dc voltage was measured at 5.06 vdc. The nodes were flashed and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system continued to perform fluoroscopic x-ray for a second after the x-ray button was released. No patient injury was reported.